Manufacturer narrative:
Block h6: imdrf device code detachment of device or device component (a0501) captures the reportable event of clip detachment of device or device component. Imdrf device code unexpected medical intervention (f23) captures the reportable event of unexpected medical intervention. Correction: b5: describe event or problem, g1: MFR contact first name, g2: report source.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a foreign body procedure performed on (B)(6) 2025. During the procedure, the clip was used to grasp a food bolus and when the surgeon removed the clip from the scope the jaws were missing. The jaws were discovered in the esophagus, and the surgeon attempted to recover the jaws but was unsuccessful. The surgeon thinks the patient may be able to pass jaws naturally. No additional information was able to be obtain despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code detachment of device or device component (a0501) captures the reportable event of clip detachment of device or device component. Imdrf device code unexpected medical intervention (f23) captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a foreign body procedure performed on (B)(6) 2025. During the procedure, the clip was used to grasp a food bolus and when the surgeon removed the clip from the scope the jaws were missing. The jaws were discovered in the esophagus, and the surgeon attempted to recover the jaws but was unsuccessful. The surgeon thinks the patient may be able to pass jaws naturally. The procedure was completed with unknown device. The patient's condition at the conclusion of the procedure was reported to be unknown. No other information despite gfe efforts.